Event description:
It was reported patient is experiencing pain, instability and popping in knee approximately 3 years post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr ilok fem-rt 62.5 catalog # 183006 lot # j6462776, biomet cc I-beam tray 71mm catalog # 141223 lot # j6453610, series a pat std 34 3 peg catalog # 184766 lot # 641100. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2022-01669, 0001825034-2022-01673, 0001825034-2022-01675.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.